Event description:
It was reported that a cartridge alarm occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup for insulin delivery.